Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal, heavy and prolonged bleeding during menstruation"), dysmenorrhoea ("severe abnormal pain during menstruation"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraine headaches"), depression ("depression") with anxiety, vaginal infection ("vaginal infections") with vaginal discharge, myalgia ("wide-spread muscle pain"), neuralgia ("wide-spread nerve pain"), fatigue ("fatigue"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation") and procedural pain ("painful and invasive procedural"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy, and both fallopian tubes were all removed). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, migraine, depression, vaginal infection, myalgia, neuralgia, fatigue, dental caries, weight fluctuation and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, migraine, depression, vaginal infection, myalgia, neuralgia, fatigue, dental caries, weight fluctuation and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-dec-2016: internal correction - narrative amended. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately two and a half years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), menorrhagia ("abnormal, heavy and prolonged bleeding during menstruation /abnormal bleeding (menorrhagia)") and gastritis bacterial ("infection (other) describe: bacterial infection in stomach") in a 27-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida (B)(6) 2004, (B)(6) 2007,(B)(6) 2008, (B)(6) 2010, (B)(6) 2012. 2004 - delivered a female, 6 ib 12 oz, without complication. 2007- delivered a female, 7 ib 8 oz, without complication. 2008 - delivered a male, 8 ib 6 oz, without complication. 2010 - delivered a male, 6 ib 4 oz, without complication. 2012 - delivered a male, 6 ib 14 oz, without complication.), pap smear abnormal (last pap in 2012, negative) on (B)(6) 2013, dysmenorrhea on (B)(6) 2013, asthma (during infancy and she has achalasia of the esophagus.) On (B)(6) 2013, oesophageal achalasia on (B)(6) 2013 and umbilical hernia repair on (B)(6) 2013. Colpo and cryo at age 16. Paps have been negative since that time. She does not smoke. She does not drink alcohol. She uses a seatbelt and sunscreen. Previously administered products included for an unreported indication: depo-provera from 21-dec-2012 to 20-mar-2013. Concurrent conditions included anxiety, depression, migraine, pain since (B)(6) 2015, rib pain (on the right side and her breast) since (B)(6) 2015, breast pain since (B)(6) 2015, painful respiration since (B)(6) 2015, weight gain (40-pounds weight gain in the last 3 months) since (B)(6) 2013, bleeding genital (2 weeks of bleeding with up to 11 days of heavy bleeding) since (B)(6) 2013, menstrual cramps since (B)(6) 2013, drug allergy since (B)(6) 2013, pelvic pain since (B)(6) 2015, menorrhagia since (B)(6) 2015, uterine prolapse since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, pelvic adhesions since (B)(6) 2015, painful periods since 8-oct-2015 and narcotic abuse since (B)(6) 2015. Family history included heart disease, unspecified, diabetes (father), hypertension (father) and emphysema. Concomitant products included lidocaine and oxycodone. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), gastritis bacterial (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches /migraines"), depression ("depression/ psychological or psychiatric problems condition: depression, anxiety(event aplitted for coding)") with anxiety, vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems") and weight increased ("weight gain / 40-pounds weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), myalgia ("wide-spread muscle pain"), neuralgia ("wide-spread nerve pain"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), procedural pain ("painful and invasive procedural"), scoliosis ("achalasia scoliosis"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy,and bothfallopian tubes were all removed (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the gastritis bacterial, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, migraine, depression, vaginal infection, myalgia, neuralgia, fatigue, dental caries, weight fluctuation, procedural pain, vaginal haemorrhage, headache, tooth disorder, weight increased, scoliosis, abdominal pain upper, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastritis bacterial, headache, menorrhagia, migraine, myalgia, neuralgia, pelvic pain, procedural pain, scoliosis, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: from 11feb2008 to 20dec2012 patient took unknown drug (to be supplemented) for pregnancy prevention. From08oct2015 to 31jan2018, hysterectomy for permanent pregnancy prevention after essure removal. On (B)(6) 2013 both tubal ostia were visualized. The left and right essure micro inserts were placed in the usual fashion with six coils visible on the left and five on the right. Diagnostic results: on (B)(6) 2015 bp:110/60, pulse is 112. On (B)(6) 2016, here for a six week checkup after tlh back in october. Her pathology was all negative. She has put off this exam for quite some time because of other medical problems. She is doingwell now and has really no complaints. No bleeding or discharge. Bowel and bladder are normal. No pain. On (B)(6) 2013, she thinks her menstrual cramping is to have nova sure versus hysterectomy. Worse after her essure. She questions whether she wants to have/nova versus hysterectomy. She also needs a perianal condyloma removed. On (B)(6) 2015, procedure: total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions. Drains: foley during the case, removed at the end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain, depression, anxiety and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain'), menorrhagia ('abnormal, heavy and prolonged bleeding during menstruation /abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and gastritis bacterial ('infection (other) describe: bacterial infection in stomach') in a 27-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal (last pap in 2012, negative) on (B)(6) 2013, dysmenorrhea on (B)(6) 2013, asthma (during infancy and she has achalasia of the esophagus.) On (B)(6) 2013, oesophageal achalasia on (B)(6) 2013, umbilical hernia repair on (B)(6) 2013 and multigravida (((B)(6) 2004, (B)(6) 2007,(B)(6) 2008, (B)(6) 2010, (B)(6) 2012). 2004 - delivered a female, 6 ib 12 oz, without complication. 2007- delivered a female, 7 ib 8 oz, without complication. 2008 - delivered a male, 8 ib 6 oz, without complication. 2010 - delivered a male, 6 ib 4 oz, without complication. 2012 - delivered a male, 6 ib 14 oz, without complication.). Colpo and cryo at age 16. Paps have been negative since that time. She does not smoke. She does not drink alcohol. She uses a seatbelt and sunscreen. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included pain since (B)(6) 2015, rib pain (on the right side and her breast) since (B)(6) 2015, breast pain since (B)(6) 2015, painful respiration since (B)(6) 2015, pelvic pain since (B)(6) 2015, menorrhagia since (B)(6) 2015, uterine prolapse since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, pelvic adhesions since (B)(6) 2015, painful periods since (B)(6) 2015, narcotic abuse since (B)(6) 2015, weight gain (40-pounds weight gain in the last 3 months) since (B)(6) 2013, bleeding genital (2 weeks of bleeding with up to 11 days of heavy bleeding) since (B)(6) 2013, menstrual cramps since (B)(6) 2013, drug allergy since (B)(6) 2013, anxiety, depression and migraine. Family history included heart disease, unspecified, diabetes (father), hypertension (father) and emphysema. Concomitant products included lidocaine and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), gastritis bacterial (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches /migraines"), depression ("depression/ psychological or psychiatric problems condition: depression, anxiety(event aplitted for coding)") with anxiety, vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / 40-pounds weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), myalgia ("wide-spread muscle pain"), neuralgia ("wide-spread nerve pain"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), procedural pain ("painful and invasive procedural"), scoliosis ("achalasia scoliosis"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with surgery (ablation, a total hysterectomy with bilateral salpingectomy,and bothfallopian tubes were all removed (B)(6) 2015 and tooth removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine and vaginal haemorrhage had resolved and the genital haemorrhage, gastritis bacterial, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, depression, vaginal infection, myalgia, neuralgia, fatigue, dental caries, weight fluctuation, procedural pain, headache, tooth disorder, weight increased, scoliosis, abdominal pain upper, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastritis bacterial, genital haemorrhage, headache, menorrhagia, migraine, myalgia, neuralgia, pelvic pain, procedural pain, scoliosis, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: from (B)(6) 2008 to (B)(6) 2012 patient took unknown drug (to be supplemented) for pregnancy prevention. From (B)(6) 2015 to (B)(6) 2018, hysterectomy for permanent pregnancy prevention after essure removal. On (B)(6) 2013 both tubal ostia were visualized. The left and right essure micro inserts were placed in the usual fashion with six coils visible on the left and five on the right. Diagnostic results: on (B)(6) 2015 bp:110/60, pulse is 112. On (B)(6) 2016, here for a six week checkup after tlh back in october. Her pathology was all negative. She has put off this exam for quite some time because of other medical problems. She is doingwell now and has really no complaints. No bleeding or discharge. Bowel and bladder are normal. No pain. On (B)(6) 2013, she thinks her menstrual cramping is to have nova sure versus hysterectomy. Worse after her essure. She questions whether she wants to have/nova versus hysterectomy. She also needs a perianal condyloma removed. On (B)(6) 2015, procedure: total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions. Drains: foley during the case, removed at the end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain, depression, anxiety and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Reporter's information was added. Added event heavy bleeding from communication. Updated outcome of event vaginal hemorrage from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), menorrhagia ("abnormal, heavy and prolonged bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and gastritis bacterial ("infection (other) describe: bacterial infection in stomach") in a 27-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida (((B)(6) 2004, (B)(6) 2007,(B)(6) 2008, (B)(6) 2010, (B)(6) 2012) 2004 delivered a female, 6 ib 12 oz, without complication. 2007 delivered a female, 7 ib 8 oz, without complication. 2008 delivered a male, 8 ib 6 oz, without complication. 2010 delivered a male, 6 ib 4 oz, without complication. 2012 delivered a male, 6 ib 14 oz, without complication.), pap smear abnormal (last pap in 2012, negative) on (B)(6) 2013, dysmenorrhea on (B)(6) 2013, asthma (during infancy and she has achalasia of the esophagus.) On (B)(6) 2013, oesophageal achalasia on (B)(6) 2013 and umbilical hernia repair on (B)(6) 2013. Colpo and cryo at age 16. Paps have been negative since that time. She does not smoke. She does not drink alcohol. She uses a seatbelt and sunscreen. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included anxiety, depression, migraine, pain since (B)(6) 2015, rib pain (on the right side and her breast) since (B)(6) 2015, breast pain since (B)(6) 2015, difficulty breathing since (B)(6) 2015, weight gain (40-pounds weight gain in the last 3 months) since (B)(6) 2013, bleeding genital (2 weeks of bleeding with up to 11 days of heavy bleeding) since (B)(6) 2013, menstrual cramps since (B)(6) 2013, allergy nos since (B)(6) 2013, pelvic pain since (B)(6) 2015, menorrhagia since (B)(6) 2015, uterine prolapse since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, pelvic adhesions since (B)(6) 2015, painful periods since (B)(6) 2015 and narcotic abuse since (B)(6) 2015. Family history included heart disease, unspecified, diabetes (father), hypertension (father) and emphysema. Concomitant products included lidocaine and oxycodone. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine headaches /migraines / headaches"), depression ("depression/ psychological or psychiatric problems condition: depression, anxiety(event aplitted for coding)") with anxiety, vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), gastritis bacterial (seriousness criterion medically significant), headache ("migraines / headaches"), tooth disorder ("dental problems") and weight increased ("weight gain / loss /40-pounds weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), myalgia ("wide-spread muscle pain"), neuralgia ("wide-spread nerve pain"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), procedural pain ("painful and invasive procedural"), scoliosis ("achalasia scoliosis"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy,and bothfallopian tubes were all removed (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, migraine, depression, vaginal infection, myalgia, neuralgia, fatigue, dental caries, weight fluctuation, procedural pain, vaginal haemorrhage, gastritis bacterial, headache, tooth disorder, weight increased, scoliosis, abdominal pain upper, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastritis bacterial, headache, menorrhagia, migraine, myalgia, neuralgia, pelvic pain, procedural pain, scoliosis, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: from (B)(6) 2008 to (B)(6) 2012 patient took unknown drug (to be supplemented) for pregnancy prevention. From (B)(6) 2015 to (B)(6) 2018, hysterectomy for permanent pregnancy prevention after essure removal. On (B)(6) 2013 both tubal ostia were visualized. The left and right essure micro inserts were placed in the usual fashion with six coils visible on the left and five on the right. Diagnostic results: on (B)(6) 2015 bp:110/60, pulse is 112. On (B)(6) 2016, here for a six week checkup after tlh back in october. Her pathology was all negative. She has put off this exam for quite some time because of other medical problems. She is doing well now and has really no complaints. No bleeding or discharge. Bowel and bladder are normal. No pain. On (B)(6) 2013, she thinks her menstrual cramping is to have nova sure versus hysterectomy. Worse after her essure. She questions whether she wants to have/nova versus hysterectomy. She also needs a perianal condyloma removed. On (B)(6) 2015, procedure: total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions. Drains: foley during the case, removed at the end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain, depression, anxiety and weight increased. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient details, historical drug, historical condition, concomitant disease, lot number, concomitant drugs, family history and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal infection, infection (other) describe: bacterial infection in stomach, migraines / headaches, dental problems, dysmenorrhea (cramping), weight gain / 40-pounds weight gain, achalasia scoliosis, stomach pain, hip pain, uterus pain and did you undergo an essure confirmation test? No were added as events. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately two and a half years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.